Event description:
It was reported that the handpiece was checked by another technician and resulted in an unknown error code. The customer reported there was no patient involvement for the need to test the handpiece.